Event description:
This unsolicited device case from united states was received on (B)(6) 2014 from the pt. This case involves a (B)(6) yr old female pt who experienced lot of pain with the injection/worst pain in the knee and would barely walk after receiving treatment with synvisc one. No past drugs, medical history, concurrent conditions or concomitant medications were reported. On an unk date in 2014 (05 weeks ago), the pt received treatment with synvisc one injection, once (dose, batch/lot number and expiry date: not provided) into an unspecified knee for bad knee. It was reported that the pt was approved to get synvisc one in both knees, but then the doctor decided to only give it to her in one knee (unspecified) to see how the pt did with it. It was reported that the pt had a lot of pain from the injection. On (B)(6) 2014, the pt would barely walk so the pt went to orthopedic doctor and was given a cortisone shot to help with the pain. Further, reported that the pt did not want the other synvisc one injection. Corrective treatment: unk for the event of would barely walk. Outcome: not recovered/not resolved for both the events. A pharmaceutical technical complaint was initiated and the results were pending for the same. Seriousness criteria for the event of lot of pain with the injection/worst pain in the knee: required intervention.